Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station (xcs) had two black screens and only displayed a spinning blue circle. A spacelabs technical support representative walked the user through performing a hard reboot of the xcs. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.